Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 26. Nov. 2012, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the plate cutter (03.503.039) is utilized in the matrixorthognathic system. The instrument is one of three totalized to customize system plates to a patients anatomy and the only plate cutter in the system. The returned instrument was examined and the complaint condition was able to be confirmed as a leaf spring was found to be broken. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force on a multiuse instrument over three years in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate cutter for midface plates broke; the procedural step unknown. The issue was with one of the springs. No additional information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
There was no patient involvement. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the event occurred during sterile processing and did not occur during a procedure. No patient involvement.